Event description:
The facility reports the caregiver was lowering the resident into the tub and released the down button on the handset. The lift continued going down and pinned the resident in the tub. The caregiver could not reach the emergency stop button in time and lowered the tub. The caregiver pulled the ball bell for assistance. A second caregiver pushed the stop button. They then used the lift to raise the resident up and out of the tub and back to bed. The lift was taken out of service and inspected. All functions worked properly. The lifter will remain out of service until it can be inspected thoroughly by an arjo technician.